Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to wear of the angle wire, bending angle in the up direction did not meet the standard value. In addition to the reportable findings documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a pinhole on the connecting tube, connecting tube had discoloration, connecting tube had coating peeling, connecting tube had a scratch, plastic distal end cover had a dent, adhesive around the light guide lens was peeled, adhesive around the objective lens was peeled, suction connector had discoloration, protector of the universal cord on the suction connector side had a scratch, universal cord had a scratch, grip had discoloration, switch box had a scratch, air/ water cylinder had discoloration, light guide bundle had breakage, suction connector was dirty due to water leakage, control unit was dirty due to water leakage, adhesive on the bending section cover had a white clouded area, adhesive on the bending section cover had a chip, the play of the up/ down knob was out of the standard value due to wear of the angle wire, switch 4 did not work due to damage, and illumination was uneven due to breakage of the light guide bundle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a lack of up angle. The device was returned for evaluation. During the device evaluation, the foreign matter on the tip nozzle, tip cover, and operation unit main unit was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information received form the customer on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign materials were unable to be identified. The causes of the foreign materials remaining were unable to be specified since it is unknown whether reprocessing was practiced in accordance with instructions for use (IFU). Information on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the endoscope. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. There were no abnormalities in the accessories used for reprocessing formation on manual cleaning: the accessories used for reprocessing were normal and without issues. It is unknown if the customer wiped or brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The subject events can be detected and prevented by implementation in accordance with the below instructions for use (IFU) below: instructions for gif/cf/pcf-290 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.